Event description:
It was reported that inflation could not be maintained on two (2), size 6 dct, disposable cannula low pressure cuffed tracheostomy tubes. The first device was in use nine (9) months and the second device was in use six (6) months when the infaltion problems developed. It was also reported that the inflation leak originated from the device pilot balloons. The dct devices are designed, mfg, labeled and classified as disposable, prescribed medical devices with a recommendation that usage not exceed tenty-nine (29) days. There was one (1) pt involved with no reported pt injury associated with this reported event. It is unk if the two (2) size 6 dct devices are available to be returned to the MFR for identification, analysis and investigation. As of the date of this report, the involved 6 dct devices have not been returned to the MFR.